Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a computed tomography revealed a distal type I endoleak from a previously implanted contralateral leg component. On (B)(6) 2011, the pt was implanted with a gore excluder aaa endoprosthesis contralateral leg component to treat the distal type I endoleak. The endoleak was resolved and the pt tolerated the procedure.